Event description:
It was reported that during a stent procedure in a proximal rca, an attempt was made to place another stent distal to a previously deployed stent. The IFU states that when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lession. The stent was caught in the deployed stent and the guide wire was entrapped and could not be moved. The pt was taken to surgery. Reportedly, the procedure went well and the pt was in stable condition post operatively.